Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional (hcp) via manufacturer representative (rep). It was reported that the cause of low battery reset was assumed to be known low battery reset issue. The cause of patient not hearing an alarm was assumed to be patient hard of hearing or alarm did not go off. For resolving the safe state and battery reset, the hcp proceeded with drug refill and programmed to minimum rate. The reported symptoms such as nausea, weakness and stomach issues were assumed to be related to the pump. For the date of replacement, it was stated that the patient was referred out to different hcp for replacement. The low battery reset/patient symptoms event had not been resolved. Patient's weight at the time of the event was approximately (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving clonidine, 100 mcg/ml concentration at 44.95 mcg/day dose and morphine, 10 mg/ml concentration at 4.495 mg/day via intrathecal drug delivery pump for non-malignant pain and join pain/arthritis. It was reported that interrogation showed elective replacement indicator (eri) had occurred on (B)(6) 2017 and then low battery reset, safe state and reset occurred on (B)(6) 2017. Alarm was not heard/confirmed by telemetry. Attention dialogue box was noted. Patient reported he did not hear an alarm. The rep reported: a critical alarm was occurred. Low battery reset occurred. Reset occurred. Safe stated occurred. Pump logs were checked. Reported symptoms nausea, weakness and stomach issues. Patient did seek out medical attention for these issues but not know related to pump. The rep explained messaging seen and explained that the pump was in minimum rate since (B)(6) 2017 according to the logs. Pump was likely to be replaced. Pump log was sent from the rep on the same date. Pump log indicated that low reservoir alarm occurred on (B)(6) 2018. When pump reset occurred pump did automatically revert to minimum rate mode. Came out of min rate mode when you attempted to program and would revert to simple continuous mode with blank screen. Manufacturer tech service said he had been at min rate since (B)(6) 2017. He could program back to simple continuous but would likely rest and revert to min rate. No further complications were reported.